Manufacturer narrative:
Customer also reported that the type of charger being used to charge the battery was cadex and when the battery was initially received, it charged up ok. Every day the batteries are rotated. The battery that is stored in the autopulse is moved to the charger, the spare battery in the bag is moved to the autopulse and the battery that is stored in the charger is placed as the spare battery in the autopulse case. Every third day a battery will be rotated to the charger. When the battery came out of the charger, it is unknown what color led was illuminated on the battery, or if the red led was lit on the charger when the battery was inserted. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
Please note that initial information received from the customer indicated that it was the autopulse® nimh battery that was experiencing short run times, not the autopulse® li-ion battery. Therefore the event description on the initial MFR report should have referenced this and not the li-ion battery. Upon further clarification and product receipt, the battery that was in fact experiencing the reported issue was li-ion. The autopulse li-ion battery was returned to the manufacturer and evaluated. Visual inspection revealed signs of mechanical impact observed at the left corner of the unit. The root cause was investigated and the complaint was confirmed. Voltage across one of the 11 cells has exceeded the maximum allowed value. This was likely due to mechanical impact to the battery leading to a broken resistor adjacent to a cell that helped bleed current around the cell during charging.

Event description:
Complainant alleged that during patient use, the autopulse® li-ion battery was experiencing short run times. Exact length of time that the battery ran for, was not provided. The battery was exchanged with a spare to continue performing compressions. No adverse patient sequelae was reported. No further information was provided.